Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that from interrogation the right atrial (ra) lead dislodged and had fallen into the ventricle. Device reprogrammed. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.